Event description:
It was reported there was no communication between the analyzer and programmer. It was also reported the programmer screen was cracked. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090w. Programmer product ID: 2067 rf (radio frequency) head. (B)(4).